Event description:
The bipap a30, france device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the bipap a30, france device, at a third-party service center the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. Additionally, due to a "log only" error indicating that the device's coin cell voltage is outside of its valid range of 1.65 to 3.6v and the device's pca needs to be replaced. The device's missing feet will need to be replaced. No repair was performed. The device will be scrapped as per customer request.

Manufacturer narrative:
This device (bipap a30, france) was manufactured (02/29/2012) which is prior to UDI implementation requirement. This device does not have a UDI, and no UDI will be listed in this report.